Event description:
It was reported that during a lap bowel procedure, the pad fell off into the pt with the first device. The piece was retrieved. A second device was opened and the pad partly peeled off. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.